Event description:
Plaitiff states that she developed severe illnesses and injuries, including but not limited to skin discoloration, soreness, rashes, respiratory and/or other related diseases. Disorders and reactions due to wearing latex gloves.